Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not infuse by the end of the 24 hour period. This was observed during patient infusion. The patient has two kinks in their peripherally inserted central catheter (PICC) line. The device was filled with 12000mg of flucloxacillin reconstituted with 90ml water for injection (wfi) and 150ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from march 14, 2022 - march 15, 2022. The device was received containing drug fluid in the bladder. Visual inspection was performed using the naked eye which observed drug precipitate in the fluid of the bladder and no evidence of fluid flowing out at the distal end of the flow restrictor. Additional force prime was performed and no flow was observed. Subsequent examination was performed on the flow restrictor which revealed that the cause of the flow problem was due to drug precipitate blocking the fluid path at the distal end of the capillary glass located inside the flow restrictor housing. The reported condition was verified. The cause of the reported condition was due to a user error. The product label (IFU, instructions for use) indicates it is the responsibility of the user to assure that the medication is prepared and administered in accordance with the drug manufacturer¿s package insert. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.